Event description:
When attaching the accessory holder with the lower wedge tray holder attached, a green light was obtained indicating a secure (safe) mount. After leaving the unit, the holder fell to the floor. Fortunately, the pt was not under the machine, but could have been seriously injured.